Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10908r50, implanted: (B)(6) 2002, product type: catheter. Product ID: 8575, lot# j0187431r, implanted: (B)(6) 2002, product type: accessory. (B)(4)

Event description:
Information was received from a health care professional regarding a patient receiving gablofen (dose 96.1, concentration 2000) via an implantable pump. The indication for use was noted as cerebral palsy and intractable spasticity. The pump was explanted due to a pump pocket infection, the pump was also protruding through the skin. The patient recovered without sequelae.